Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a wall oxygen source. During bench testing, the service technician performed a flow and o2 blending test from the ltv final test and the ventilator passed all flow and o2 blending tests. Internal inspection of the ventilator did not reveal any abnormalities with the ventilator. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the unit has low oxygen output. While set to 100%, the customer stated they are only receiving 70%. There was no report of any patient involvement associated with this complaint.